Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad, implanted: (B)(6) 2016. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-05-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-05-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and a feeling of ¿weirdness¿ when they lost power to their controller during a battery change. It was determined that the batteries and controller exhibited power switching. The controller and batteries were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: g4. For supplemental 001 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Corrections: b3, b5, h10 product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries bat554614, bat555484, bat554536, and bat555473. The data log file also revealed a relative state of charge (rsoc) value between 101-201 involving bat555473, which is indicative of a communication error. As a result, the reported power switching and communication error events were confirmed. Log file analysis also revealed two controller power up events and associated motor start events on (B)(6)2018 at 15:11:40 and (B)(6)2018 at 13:42:50, indicating losses of power to the controller. The data point logged on the controller's internal logs prior to the first controller power up, logged at 15:09:33 on (B)(6)2018, revealed that bat554614 was connected to power port 1 with 73% relative state of charge (rsoc) and bat555475 was connected to power port 2 with 24% rsoc. The data point after the controller power up event, logged at 15:12:15, revealed that bat554614 was connected to p power port 1 and bat554536 was connected to power port 2. The controller was without power for 12 seconds. The data point logged on the controller's internal logs prior to the second controller power up, logged at 13:42:02 on (B)(6)2018, revealed that bat555484 was connected to power port 1 with 54% rsoc and bat555473 was connected to power port 2 with 60% rsoc. The data point after the controller power up event, logged at 13:43:25, revealed that bat555484 was connected to power port 1 and bat555473 was connected to power port 2. The controller was without power for 8 seconds. Several momentary disconnections were recorded in the periods leading up to the losses of power. As a result, the reported power loss event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was completed to investigate momentary disconnections. An internal investigation was I initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller (B)(6) and four (4) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(6). As a result, the reported power switching event was confirmed. Log file analysis also revealed two controller power up and associated motor start events on (B)(6) 2018 at 15:11:40 and (B)(6) 2018 at 13:42:50, indicating losses of power to the controller. The data point logged on the controller's internal logs prior to the first controller power up, logged at 15:09:33 on (B)(6) 2018, revealed that (B)(6) was connected to power port 1 with 73% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 24% rsoc. The data point after the controller power up event, logged at 15:12:15, revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without power for 12 seconds. The data point logged on the controller's internal logs prior to the second controller power up, logged at 13:42:02 on (B)(6) 2018, revealed that (B)(6) was connected to power port 1 with 54% rsoc and (B)(6) was connected to power port 2 with 60% rsoc. The data point after the controller power up event, logged at 13:43:25, revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without power for 8 seconds. Several momentary disconnections were recorded in the periods leading up to the losses of power. As a result, the reported power loss event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. Internal investigations are open to evaluate momentary disconnections and to capture events involving the controller losing power. Additional products: battery (B)(6). D10: yes, return date: 2018-05-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(6). D10: yes, return date: 2018-05-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(6). D10: yes, return date: 2018-05-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(6). D10: yes, return date: 2018-05-30 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.